Manufacturer narrative:
A ge service representative performed an onsite investigation and evaluated the system error logs. No conclusion can be drawn at this time as conclusive repair info is unavailable at this time and no additional service info was provided.

Event description:
The customer reported that there was a communication failure error message. This error prevented the system from initializing to a usable state. There is no report of a pt injury or death associated with this event.